Event description:
During angiogram of right iliac percutaneous angioplasty, the balloon broke inside the pt's right iliac. A right femoral embolectomy was done to remove "shiny translucent material resembling plastic."